Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2013. During the procedure, a hole was noted in the outer foil packaging of the mesh. The mesh was not used on the patient. A new like device was opened and used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the returned sample received for evaluation consisted of the foil, folder and the cardboard envelope. The device was visually evaluated. Upon evaluation, the returned actual foil was opened completely showing a multitude of wrinkles over the whole pouch. A one cm hole located at the bottom and several pinholes over the whole pouch were observed in folds/kinks of the foil. The implant showed no defect, degradation. The holes were seemingly caused by user handling during opening. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.